Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's output was dropped down. Boston scientific technical services (ts) noted that faults or other indications of device issue and was reprogrammed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.